Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced peritonitis because the external fixation plate straight after the insertion procedure tended to migrate down the tube.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 29 oct 2020: on (B)(6) 2020, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient was peritonitic with abdominal pain (10/10) and had redness around the stoma site. On (B)(6) 2020, a computed tomography (CT) revealed no complication detected with minor post-surgical change at the insertion site-within normal limits and no cause for patient's symptoms were identified. The patient was treated with a short course of oral flucloxacillin, pain medications, and was discharged. On (B)(6) 2020, a CT scan revealed peritonitis. On (B)(6) 2020, the peritonitis resolved.